Event description:
Customer reported receiving a reading of 156 mg/dl on their precision xtra blood glucose monitor. The reference reading of 57 mg/dl was rec'd on the lab's meter within 10 mins. The results when plotted on a parkes error grid fell into the "d" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.